Event description:
It was reported that during a liver resection procedure when stapling the hepatic vein, the surgeon said the device did not "feel right" in the closing during firing sequence. The staple line was incomplete and the vein had to be tied with sutures to secure the vessel. There was no adverse patient consequence.